Event description:
It was reported by the company representative that: "two staff transferring resident from bed to wheelchair, legs closed on lift, resident raised off bed in sling, while transferring to wheelchair the left front castor made contact with leg of floor end of bed and lift flipped over on the ground with resident in sling. Staff didn't have time to hold the resident and guide into chair. Brakes were not on when transferring and moving resident." As a result of the fall, the resident sustained a laceration to the left side of the head requiring 14 staples.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. (B)(4).